Event description:
Pt's head postitioned in skull clamp. The skull clamp was tightened to approx pressure. During additional positioning, the spring loaded double pin arm "popped" from tightened position on measuring gauge and double pins slipped lacerating the scalp.